Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.